Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received by the patient. It was reported the patient continued to have pain from the falls in 2014. The patient asked for compatibility guidelines for magnetic resonance imaging (MRI).they reported that the MRI was not due to the device or therapy, but was for herniated discs in their thoracic and lumbar back that were unrelated to their device or therapy. The patient stated that they felt the device stopped working for them after they fell. On 2016-02-19 the patient reported more information in a letter stating that they did not know what steps had been or would be done to resolve the device not working for their back pain due to the fall, but the device seemed to be working a little better. The patient¿s medical history included parkinson¿s disease. If additional information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient had lead migration. Actions required as a result of the event included reprogramming. Diagnostic testing included impedance testing, x-rays, and reprogramming. It was noted that the patient had a hard fall landing on their back that lead to a change in stimulation. The patient¿s status at the time of report was alive with no injury. The patient experienced pain and less than 50 percent therapy relief at the lead location. The lead was noted to have migrated up half a vertebral body from bottom of t6 to mid t6. The patient was getting effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).